Event description:
It was reported the sensitivity does not work. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. Analysis did find that the lower case, printed circuit board (pcb) screws, display, main pcb, and battery flex were corroded. The ring was bent and one side bail cover was broken.